Manufacturer narrative:
Investigation summary: the customer reported the enteral feeding set presented a nutrition leak. This event occurred during setup/preparation. No patient injury or harm reported. A device history record review (DHR) of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and no trend was identified for the reported lot number or device failure. The reported device was not returned for evaluation, however, the customer provided a video of the reported device failure. Visual inspection of the video confirmed the report of leak between the cross-spike and tubing. An investigation has been initiated to determine the root cause of the confirmed product failure as it relates to the manufacturing/production process. This product failure will continue to be monitored and trended.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral feeding set presented a nutrition leak. This event occurred during setup/preparation.